Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 41.3-41.4cm and 41.9-42.0cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasion was noted at 7.9-8.4cm, 15.6-16.3cm, 18.9-19.1cm, and 31.3-32.5cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 17.8-18.8cm from the distal tip. The etfe coating was not abraded due to an abrasion at this location.

Event description:
It was reported that externalized conductors were observed. The lead was explanted.